Event description:
Brush heads have been coming loose mid-brushing - oral-b [device connection issue] metal seems to be worn down - oral-b [device physical property issue] case narrative: consumer via e-mail stated that their oral-b toothbrush heads came loose from their oral-b 3765 genius 10000n toothbrush handle mid-brushing and the metal pin seemed to be worn down. No injury was reported. 05-dec-2023 case update: the suspect product lot number was bc812121151. The concomitant product lot number was x23??. No injury was reported. 04-jan-2024 case update from information initially received on 05-dec-2023: the concomitant product was oral-b power oral care refills precision clean. No injury was reported.

Manufacturer narrative:
12-jan-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads have been coming loose mid-brushing - oral-b [device connection issue]. Metal seems to be worn down - oral-b [device physical property issue]. Case narrative: consumer via e-mail stated that their oral-b toothbrush heads came loose from their oral-b 3765 genius 10000n toothbrush handle mid-brushing and the metal pin seemed to be worn down. No injury was reported. 05-dec-2023 case update: the suspect product lot number was bc812121151. The concomitant product lot number was x23??. No injury was reported.